Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1261553) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported his adc test strips appeared to have their contact bars cut off, which prevented him from using them to test with. Customer further reported that on (B)(6) 2013, while watching tv he began to feel "lightheaded, had blurred vision", but could not test and subsequently experienced a loss of consciousness. Paramedics were called and upon their arrival checked his glucose (no results provided) and treated him with "d50". There was no report of death or permanent injury associated with this event.